Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose value was 279 mg/dl. The customer will revert to an alternate form of insulin therapy. A replacement was sent to the customer to resolve the issue.